Manufacturer narrative:
The implant date of (B)(6) 2012 is an approximate date. Only the year (2012) is known.

Event description:
It was reported that the patient, who was previously implanted with a sling device, underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The existing aus was explanted and replaced with a new aus consisting of 4.5 cm cuff, pump, and balloon. The explanted aus was sent to the healthcare facility's pathology department. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.